Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing is in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that when the user removed the needle to clean out the biopsy material after puncturing multiple lymph nodes, the metal sleeve fell out of the shaft of the needle. The biopsy procedure was completed using another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint of the fallen metal sleeve could not be confirmed. There was heavy resistance when extending the needle, and the needle was only able to extend approximately 0.25 inches. There were also no signs of any missing material or components from the device. It was also observed that the pebax material was bunched within the sheath. The issue likely resulted from forcing the device through resistance, or using the device past its intended range of motion, causing excess friction to the pebax section. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿. Olympus will continue to monitor field performance for this device.